Manufacturer narrative:
Of the 44 allegations of a malfunction, 31 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to cracked transceiver flexes. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarize 44 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 052/053/054/055 sleep issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-73 years of age and between 27 and 320 pounds. Of the reported patients, 30 were male, 14 were female, and were unknown.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 7 instances of cs 052/053/054/055 sleep failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.